Manufacturer narrative:
(B)(4). Batch # p9372h. Investigation summary the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The hand piece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is probable that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that during an unknown procedure, an abnormal sound was detected. Changed to another device to complete surgery. There was no patient consequence reported.